Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc device. Implantation information is unknown. The patient presented with pain and it was found that the implant was placed too posteriorly. The implant was removed on (B)(6) 2026. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned from the hospital following the removal surgery therefore no device evaluation could be completed. Additionally, no imaging was provided for this case. There were no anomalies identified during the complaint investigation. The removal was completed due to the implant being placed too posteriorly. This report is for 1 of 1 devices involved in this event.

Event description:
A patient (67 yo) was implanted with a pdc device. Implantation information is unknown. The patient presented with pain and it was found that the implant was placed too posteriorly. The implant was removed on (B)(6) 2026.